Manufacturer narrative:
(B)(4). The device was manufactured between november 7, 2013 - november 8, 2013. One device was evaluated against the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by filling the bladder with water. During and after the fill, no evidence of rupture was found on the bladder. The reported problem was not confirmed. A batch review was conducted and it was found that during manufacturing, there was a nonconformance documented for bladder rupture that resulted in a 100% rework for ruptures. Post-rework final acceptance criteria passed all acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate bladder ruptured. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.